Event description:
It was reported the customer was recently in a diabetic coma. The customer also had a low blood glucose event. Customer's blood glucose was unknown. The customer's healthcare provider advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.